Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, it has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Once the needle is in the nodule/patient, the physician was unable to insert the needle into the promag. Impossible to perform the biopsy. Another needle was used with success with the same gun. The excess manipulation resulted in a pneumothorax for the patient.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.